Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the account reported difficulty advancing the rx biliary stent into the common bile duct due to tortuous anatomy. The stent was removed from the patient. However, at this time, it was noticed that the pull wire within the delivery system was coming out of the delivery catheter. The procedure was aborted under the physician's discretion and the patient referred to a different facility. There were no patient complications.

Manufacturer narrative:
(B)(4) (pullwire dislodged). (B)(4) (difficulty advancing device into common bile duct). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual inspection of the returned device revealed a kink on the push catheter at approximately 67 centimeters away from the push catheter connector. The working length of the push catheter and the stent were bent. Functional evaluation was performed and the guide pull wire protrudes out of the rx window on the push catheter. A second functional evaluation performed found that the guide catheter could be extended from the push catheter, using a 0.35 guide wire. Evaluation of the device revealed that both the stent and the push catheter were damaged during the procedure. The difficulty felt in the attempt to advance the stent is likely due to the damage on the stent. The guide pull wire likely dislodged from the delivery system due to the excessive force applied during the attempt to extend the guide catheter. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the account reported difficulty advancing the rx biliary stent into the common bile duct due to tortuous anatomy. The stent was removed from the patient. However, at this time, it was noticed that the pull wire within the delivery system was coming out of the delivery catheter. The procedure was aborted under the physician's discretion and the patient referred to a different facility. There were no patient complications.